Event description:
During shift check, the customer reported that while powering-on the autopulse platform (B)(6), it made clicking sounds, the lcd screen lights up, but nothing shows up. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn 34530) made clicking sounds, then the lcd screen lights up but nothing shows up was confirmed during functional test. The root cause for the reported complaint was a failed processor board, likely attributed to the age of the device. The autopulse platform was manufactured in november 2018 and is nearing its expected service life of 5 years. Upon visual inspection, the load plate cover was defective with a hole, unrelated to the reported complaint. The load plate cover was replaced to address the physical damage observed. No archive download would be achieved due to the autopulse platform failed the initialization (power on self test). During functional testing, the autopulse platform failed during the power-on-self-test, the lcd display was blank and repetitively makes clicking sounds. Thus, confirming the reported complaint. The root cause for the reported complaint was a failed processor board, and it was replaced. After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with (B)(6).

Manufacturer narrative:
Correction made on the device manufacturer date in section h4.